Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the lips with juvéderm® volift¿ ten years ago and later experienced a ¿granuloma¿ above the upper lip on the left side. Two years ago, the patient was injected in the lower lip with juvéderm® voluma¿ on the lower lips and again experienced ¿granuloma.¿ hyalase was considered as treatment by a dermatologist. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03277 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿.